Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal remained in the loader. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product will reportedly not be returned to maquet cardiovascular.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be performed as the product lot number is unk. Items marked "ni" are unk to us at this time. (B)(4).